Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they had a repeated non-recoverable 32056 fault on arm 1 at startup. The tse confirmed the error reported by universal surgical manipulator (usm) 1. The customer performed multiple hard reboots and emergency power offs (epos) on the patient side cart (psc) with no change. The customer needed all four arms for the procedure and did not have another system available. The customer would likely proceed laparoscopically. There had been no patient involvement at the time. The customer requested a follow-up call for an estimated time of arrival for the service. The procedure was aborted to a traditional laparoscopic procedure with no reported injury.